Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on 26oct2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, provides care instructions in reference to preventing infection. Additionally, this document provides suggested responses in the event of infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that wound cultures from (B)(6) 2024 were positive for pseudomonas. Operating room cultures on (B)(6) 2024 were also positive for pseudomonas. A repeat wound culture on (B)(6) 2024 showed resistance to ciprofloxacin. Cefepime was changed to zosyn (piperacillin and tazobactam for injection, usp) for two week course which started (B)(6) 2024 with close outpatient follow up. No oral antibiotics options. A repeat CT on (B)(6) 2024 showed development of soft tissue around the outflow graft which was not present in the last exam. Incision and drainage was performed on (B)(6) 2024 for the pseudomonas, and intravenous antibiotics were administered. The patient was not a surgical candidate.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.